Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the cable is frayed and not allowing the tips to meet. The instrument did not exhibit a frayed grip cable and the grips opened and closed properly. It is likely the wrong part was returned with this complaint. The root cause cannot be traced to device. Failure analysis identified an additional observation that was not reported by the site: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis, the crimp measured approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure was found to be a device component and related to device design. A review of the instrument log for the product associated with this event shows that the tenaculum forceps was last used on 07-may-2021 on system (B)(4). The instrument has a maximum of 10 uses. There were 6 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was observed to have a frayed cable that was not allowing the tips to meet. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use and there was no damage observed or nothing out of the ordinary. The site has not recently changed the instrument cleaning or sterilization methods.